Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient had an inferior vena cava (ivc) filter placed at the right aspect of l2 prior to gastric bypass. Approximately nine years eight months post filter deployment, imaging demonstrated the patient to have acute inferior vena caval and bilateral iliac deep vein thrombosis. The patient was scheduled for emergent thrombectomy followed by the initiation of catheter-directed thrombolytic therapy. Bilateral lower extremity venograms were performed which demonstrated acute thrombus within the iliac veins. The ivc was accessed and an inferior vena cavogram demonstrated total occlusion of the ivc below the level of the filter. Additional fluoroscopy demonstrated thrombus below the legs of the filter, within the filter and above the cone of the filter. Cavogram was performed at the level of the juxtarenal ivc which demonstrated spontaneous flow and a normal suprarenal ivc. The ivc filter was located approximately 3 cm below the renal inflow. The filter likely migrated distally and angulated rightward. There was significant leg penetration extending leftward and posteriorly to the spinal column. Mechanical thrombectomy was performed followed by balloon angioplasty within the ivc, bilateral common iliac veins, and left external iliac vein. Completion venogram demonstrated restoration of outflow through the chronically thrombosed and fibrotic lower ivc. Two infusion catheters were placed and thrombolytic therapy was connected to both catheters. The patient tolerated the procedure well and was monitored closely in a critical care setting. Approximately ten years three months post filter deployment, the patient expired. Death certificate listed the immediate cause of death as septic shock due to spontaneous bacterial peritonitis due to liver cirrhosis due to alcohol abuse. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilt and perforation. However, as deployment records were not provided and the medical records did not indicate retrieval difficulties, the investigation is inconclusive for migration and difficult to remove. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, migrated distally and some limbs penetrated. An unsuccessful percutaneous removal procedure was attempted. Approximately ten years three months post filter deployment, the patient expired.